Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient woke up and noticed that the infusion set had pulled out during his sleep. At the time of the incident, his blood glucose level was 198 mg/dl. There was no damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and resumed insulin successfully. No further information available.